Manufacturer narrative:
Based on the claim against the product by the customer noting inverted, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is being reported based on the following conclusion: it was alleged that the endoscopes image inverted and flipped back. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30 degree endoscope had horizon/image orientation issues. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter stated that, the image was inverted and flipped back. There was no patient injury, and a backup endoscope was used to complete the procedure.

Manufacturer narrative:
The 30 degree endoscope has been returned and evaluated by the failure analysis team. Failure analysis investigations did not replicate but confirmed the error in the log." Failure analysis found error code (dc_err_lost_surgeons_video_in) in the logs, but no error at the qap component. There was good image in both eyes but cable integrity issues (visual damage) in zone a. Desiccant container damage, loose desiccant balls, and endoscope bearing friction issues were also confirmed.

Event description:
Refer to h10/h11 for follow-up information.